Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was implanted, reducing mr to a grade of 1-2. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot revealed similar complaints from this lot; however, there is no potential quality issue. Based on available information, the reported slda could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.